Event description:
Injury of left common iliac vein and small bowel during laparoscopic procedure using veress needle and mini step dilator and cannula. Patient experienced cardiopulmonary arrest, but with successful resuscitation. Patient required rehabilitative therapy post hospitalization.the event was not directly attributed to any problems with the device, but after a thorough review, the clinical team felt that the design of this device could be improved for the use in small pts.